Manufacturer narrative:
This supplemental report is being submitted to correct the identification of the suspected device. Upon further review of the reported event, the suspected device has been corrected from the introducer sheath to the impella pump. The introducer sheath is not considered to be the suspected medical device for this event. All continued reporting, evaluation, and follow-up will be performed under manufacturer report number 1220648-2026-02270, which is associated with the impella pump.

Event description:
An impella cp was placed via the femoral artery to support the 73 year old male patient who had been admitted in with diagnosis of acute myocardial infarction and cardiogenic shock, in scai stage e shock. Any other underlying comorbidities were not shared. After the pump was placed the patient was transferred into the ICU and was seen to have a large access site bleed around the introducer sheath. The troubleshot by manual hold, dressing changes, and placement of a femstop. They tightened the perclose closure device but, the bleeding only slowed, it did not stop. The patient was given 1 unit of blood back. The medical team had anticoagulation and antiplatelets on board, which may have contributed to the blood loss, as seen by the high act of 360seconds. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient did have care withdrawn and expired, this death is captured in the pump investigation and analysis.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.